Event description:
It was reported that during a sigmoidectomy, the product cdh29a presented a technical failure, not completely closing the tissue to obtain the anastomosis, even after the sound signal of the latch, the warhead was detached from the stapler body before the clamp was closed. In order not to prejudice the procedure it was necessary to exchange for a new product that worked perfectly. Surgery was delayed by 10-minutes. No fragments generated. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "not completely closing the tissue"? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.